Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635) h11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6) india. A livanova field service representative was dispatched to the facility to investigate the device and could hear the sound of bubbles from inside the cardioplegia tank. Further inspection confirmed bubbles escaping from the cooling coils. The unit has been scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler, 3t system that was not cooling and started tripping. The issue occurred during service. There was no patient involvement.